Event description:
Customer reported that her insulin pump has moisture damage. Customer stated that the device was dropped in the pool and there is fluid under the lcd screen. Blood glucose is 71 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.